Event description:
It was reported that the customer's blood glucose was 488mg/dl despite a bolus dose. Troubleshooting was performed; and, the insulin pump appeared to be working properly. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.